Manufacturer narrative:
(B)(4). It was later confirmed by the customer that the hospital biomedical engineer replaced the therapy connector assembly, and after observing proper device operation through functional and performance testing the device was returned to use. Neither the device, nor the removed therapy connector assembly was returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to order a replacement therapy connector assembly for their device. Upon further investigation physio-control became aware that a pin (pin #2) from either the hard paddles assembly or a therapy cable assembly had broken off inside the therapy connector assembly. As a result the device was not able to deliver defibrillation therapy. There was no known patient use associated with the reported event.